Event description:
It was reported that during a intervention for in-stent restenosis in the iliac artery, during withdrawal of the 2 cm peripheral cutting balloon, the pt experienced pain. The physician continued to withdraw the balloon into the sheath, and there was backflow into the sheath. This was following one inflation of the balloon to unk atms. Pressure was held on the hematoma at the insertion site for no longer than 20 mins and the pt remained stable. It is the opinion of the physician that the cutting balloon had sliced the sheath and nicked the pt at the insertion site. There were no further complications.

Manufacturer narrative:
Product has been returned however, the investigation is not completed at this time. A supplemental report will be filed when the investigation is completed.